Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to v.a.c.® therapy. The foreign material alleged to be granfoam was not returned to kci for identification; therefore, kci is unable to confirm its identity. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Device labeling, available in print and online, states: v.a.c. ® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Device discarded at facility, not return.

Event description:
On (B)(6) 2016, the following information was reported to kci by the kci representative: the patient was admitted to the hospital on (B)(6) 2016, because a foreign material alleged to be black foam was left in wound and patient developed an infection. On (B)(6) 2016, the following information was reported to kci by the patient: the patient alleged that the retained foreign material was what caused the wound infection and denies any pre-existing infections. The patient stated that an incision and drainage procedure was done at the bedside on (B)(6) 2016, and patient was placed on antibiotics. Patient stated that a wound washout and exploration was done on (B)(6) 2016, the retained foreign material was removed and discarded. Patient was then placed back onto activ.a.c. Therapy unit, and continues to be on therapy. Patient stated that infection has since resolved with antibiotic therapy and surgical interventions. The foreign material was discarded at the facility and the lot number/ serial number was not provided; therefore, kci cannot conduct a device evaluation or a device history record review.

Manufacturer narrative:
MDR-3009897021-2016-00040_(B)(6) follow up #1. Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to v.a.c.® dressings.

Event description:
On (B)(6) 2016, the following information was reported to kci by the home health agency nurse: the patient did have an infection that was possibly caused by the retained foam. Patient underwent an incision and drainage on (B)(6) 2016 and the infection has since resolved. The nurse was unable to provide the lot number for the foam due to it being discarded in the hospital after the procedure. The foreign material was discarded at the facility and the lot number was not provided; therefore, kci cannot conduct a device history record review. On feb 22 2016, the device was tested per quality control (qc) procedure by kci quality and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On may 02 2016, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.